Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing decreases in pi, and power elevations. The manufacturer's technical support group reviewed the log file and did not note any abnormalities. They noted transient increases in power that were associated with pi event, and informed the hospital staff that the transient increases in power are known to occur with pi events. Additional information was received from the vad coordinator 4 months later that the patient had been readmitted into the hospital the previous week for 72 hours of integrellin as his hemolyzing studies were climbing. The patient does not want his pump exchanged, and continues to have power elevations. His pump also stopped on one occasion. It was reported that this issue is a continuation of the initial event reported 4 months prior. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of power elevations and pi events was confirmed based on the manufacturer's evaluation of the patient's historical log file data submitted for analysis at the time of the event. The data captured in the log file contained the transient increases in power associated with pi events. Transient increases in power are known to occur with pi events. No other atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Based on the manufacturer's investigation, a correlation between the device, power elevations and the reported hemolysis could not conclusively be determined. The patient remains ongoing on lvad support and no further related events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the hospital reported that the patient was treated with an anticoagulant (coumadin) and a platelet aggregation inhibitor (ticagrelor) and the hemolyzing studies became stable.